Manufacturer narrative:
(B)(4).

Event description:
Patient was experiencing nerve surging twinges around her incision site up to her face and neck. She stated they were extremely painful and don't last long. The patient has been reported to have an infection at their generator site. The patient has been referred back to the implanting surgeon for treatment of the infection. Information was received that the patient has wound dehiscence. The generator and lead were confirmed hp sterilized prior to distribution. The patient had washout surgery of the chest incision. It was indicated that the patient's neck incision is healing well and that the generator incision is "almost healed". The physician also indicated concern that the patient may be using essential oils on their incision sites.